Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon the investigation conclusions.

Event description:
Arjohuntleigh was notified about the event with involvement of alenti hygienic lift where it was reported that device tilted with a resident on the chair. The incident occurred during transfer from the bathtub. The resident was already out of the bathtub, in sitting position on the chair. The lift chair was on low level position and brakes were activated, when it tilted forward. The involved resident sustained the injuries - rump and pelvis contusion. She was taken to the emergency room and needed to be transported to the hospital. The x-ray examination was done and the pain therapy was applied.

Manufacturer narrative:
On 2018-feb-20 arjohuntleuigh was notified about an event with the involvement of alenti hygienic lift where it was reported that device tilted with a resident on the chair. The incident occurred during transfer from the bathtub. The resident was already out of the bathtub, in sitting position on the chair. The lift chair was on low level position and brakes were activated, when lift tilted forward. The event occurred in the bathroom, which was described as wet environment. The involved resident sustained the injuries - rump and pelvis contusion. She was taken to the emergency room and needed to be transported to the hospital. The x-ray examination was done, but no breakage of bones was detected. Only the bruises around the hip were observed. According to the obtained information the pain therapy was applied. On 2018-mar-13 the arjohuntleigh representatives visited customer facility to perform evaluation of the device and interview. According to visual inspection of the involved lift was found in not very good condition. Some fissures were detected on the plastic caps, lifting column was not thoroughly stable (loose), brake pads required replacement and right side armrest was deformed. Moreover, the safety belt was missing. In summary, lift was functional but required a maintenance service. During the interview customer representative stated that a piece of castor has broken and the arm rest was deformed and scratched when the alenti tilted. The customer representative confirmed that there were no visible defect of the castors prior to the accident, but as per obtained information the piece which fell of the castor did not affect its stability. Moreover, when arjohuntleigh representative visited the customer facility, the leg kit of device was already replaced by facility service partner (hospitec ag) and device components (legs and castors) were not made available for our evaluation. The arjohuntleigh representative tried to recreate the alleged event on another alenti device with the same design of leg kit, but it was not possible as lift remained stable despite attempts to tip it over. Please note that this unit was not under arjohuntleigh service contract and its maintenance was performed by 3rd party service provider. Therefore the maintenance records for this lift were not available for arjohuntleigh representative. However, as per information obtained during interview the previous service was performed on 2017-nov-29. According to review of reportable events, a limited number of cases with similar fault description: alenti device tilted sideways during the resident transfer was found. The number of observed reportable complaints with this failure mode is currently considered to be low. The operating and product care instructions (IFU, version active at the time of the distribution of the involved 04.cd.02/6gb issued in april 2000) inform how to use the device correctly, including correct maintenance procedures to be followed by each device user e.g.: "always ensure that the wheels and brakes work freely." What is more, in section "maintenance" of the IFU it is stated that on a weekly basis customer should check if the wheels are rolling and swiveling freely as their function can be affected by soap, hair, dust and chemicals from floor cleaning". According to the evaluation, the arjohuntleigh representative was not able to perform inspection of the replaced legs and castors as they were disposed by customer facility. Therefore no conclusion could be drawn from the evaluation of these parts and whole lift as during inspection it was not in the same technical condition as it was during the reported event. It is worth to note that alenti lift has been designed, produced and certified to meet the requirements of the iso 10535 stability test and it is not intended to become unstable within normal and on-label use. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl (safe working load), and in its highest stroke position. The test was confirmed by tuv in 2004. Based on the collected information the involved device failed to meet the manufacturer's specification. At the time of event the device was used for treatment of the patient. This issue was reported due to information that the involved lift tipped over, indication of patient injury and information that patient was taken to hospital.